Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. A visual and functional assessment was performed on the device. The following steps failed: check for sticky triggers. During the service evaluation the following failures were identified: functional: moving parts do not move smoothly, trigger. Conclusion: failure reported is confirmed. Root cause: improper maintenance.

Event description:
It was reported that during service and evaluation, it was determined that the moving parts of the trigger did not move smoothly on the small battery drive device. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed.